Event description:
It was reported that during an implant procedure, leads (model 3387-28) and extensions (model 37082) would not fit together. After tunneling the extensions to the implanted device, and then trying to connect them with the 4 leads, the proximal part of the lead could not be inserted in a normal way. The physician had to drill out all 4 screws of the connector block, of the extensions, and had to use an aqua dest for making it possible to get the lead into the connector block of the extension. It was noted to be very difficult and time consuming to bring the lead into the extension. It was noted that this had happened on two occasions on (B)(6) 2010 and (B)(6) 2010.

Manufacturer narrative:
(B)(4).